Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported "capsular contracture baker grade IV and rupture". This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported "capsular contracture baker grade IV and rupture". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture was received on jul 22, 2025, with lot number 2711069. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. .

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported "capsular contracture baker grade IV and rupture". This record is for the left side. The device has been explanted.